Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis. The force bipolar instrument was found to have one bent grip, causing misalignment of the grips. There was a 0.045 offset at the grip. The grips did not show cracking damage. The customer complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a piece of metal near the tip of the force bipolar instrument broke while being used on the patient. One side of the tip detached from the instrument. The procedure was completed with no reported injury.